Event description:
It was reported that, "the balloon of the swan was stuck inflated therefore recording incorrect pressures. Balloon would not deflate. No known harm to patient- another one used without issues".

Manufacturer narrative:
(B)(4). The reported complaint for "balloon would not deflate" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the balloon of the swan was stuck inflated therefore recording incorrect pressures. Balloon would not deflate. No known harm to patient- another one used without issues".